Event description:
The pt had the essure coils placed at an outside hospital (B) (6) 2010. She noted right lower quadrant pain following placement which continued until her surgery in (B) (6) 2010. She underwent hsg in (B) (6) 2010. Both fallopian tubes were noted to be patent on hsg, and the coils noted to be within the pelvis. On pelvic ultrasound the right coil was noted to originate in the myometrium and suspected to be perforated through the uterus. The left coil was suspected to be within the pelvis. On laparoscopic evaluation, the right coil had perforated just posterior to the tubal ostea and was noted to be imbedded and running parallel to the right fallopian tube. The distal portion of the right essure coil was bent back and extruding medially away from the tube. The left fallopian tube was normal. The remaining essure coil was imbedded and wrapped into colonic fat. The pt underwent a left tubal ligation, right salpingectomy with removal of the imbedded myometrial core, and excision of the bowel fat with coil. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: contraception.